Event description:
It was reported to philips that there were collimator shutter errors when using the system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned treatment was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system giving intermittent shutter collimator error. The review of system log file confirmed the issues related to collimator shutter error. A field service engineer (fse) went onsite and replaced the collimator due to shutter issue. The replaced collimator was returned to philips for further analysis. The analysis that confirmed the malfunction of collimator as there was shutter y encode error. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.